Manufacturer narrative:
Device received with a missing retainer ring and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap / reservoir will not lock properly due to missing retainer. Also the middle (enter) keypad button is cracked.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer's mother reported that the o ring from the reservoir compartment had come off but reservoir was able to lock into place when inserted inside the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.